Manufacturer narrative:
(B)(6). One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that during an acl, the fast-fix was inserted into the patient and the t-bar failed to deploy. The fast fix was removed and a back-up device was used to successfully complete the procedure. The delay was no more than 5 minutes. No patient injury reported." The device is in used condition. T1, t2 and suture were returned. They had all been freed from the delivery needle. The anchors have been cinched in closer proximity to each other than their original manufacturing locations. The suture was looped around t1 lengthwise around its end and cinched. This can inhibit proper fixation and encourage pull back through meniscus tissue. T1 is curved which is consistent with being pulled back through tissue. There is obvious damage to the delivery needle. It has been quite manipulated toward the right and downward. The most distal tip of the needle has been bent over as well. Per IFU: "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". The device no longer cycles or actuates due to the damage attained. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during an acl, the fast-fix was inserted into the patient and the t-bar failed to deploy. According to product evaluation, t1 and t2 had been freed from the delivery needle. Both t's were removed from the patient and a back-up device was used to successfully complete the procedure. The delay was no more than 5 minutes. No patient injury reported.